Manufacturer narrative:
Event date: (B)(6) 2021. The customer reported that the insulin pump had a critical pump error (open book image) alarm while swimming. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a missing display window/cover, a cracked case behind the insulin pump near the battery tube compartment, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08540 inches. No unexpected critical pump error alarm noted during the testing. The insulin pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. The insulin pump was monitored and no unexpected powering off or blank display noted. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. There was no power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file on the event date: (B)(6) 2021. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 14:18:00.000 alarm alert notification (B)(6) 2021 14:18:09.000 alarm alert cleared (B)(6) 2021 13:17:00.000 alarm alert notification (B)(6) 2021 13:17:11.000 alarm alert cleared (B)(6) 2021 13:12:27.000 alarm alert cleared and replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 07:13:00.000 alarm alert notification (B)(6) 2021 07:16:51.000 alarm alert cleared (B)(6) 2021 06:21:00.000 alarm alert notification. The insulin pump was also received with a critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm (variable info = 15) were recorded and found in the formatted history files on (B)(6) 2021 16:49:01.000 alarm alert notification and (B)(6) 2021 16:49:06.000 alarm alert cleared due to faulty connector radio frequency board driver anomaly, problem isolated on the electronic assembly. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board 1. No loose electronic components noted. However, corrosion was found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump powered up properly after battery installation. No blank display noted. The insulin pump alarmed critical pump error (open book image), pump error 4 alarm and pump error 63 alarm, problem isolated on the electronic assembly. Corrosion was found on the electronic assembly, force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stopped working and open book image. Customer stated that the insulin pump was exposed to moisture as customer went swimming. Customer stated they no error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.